Event description:
A us dist contacted zoll to report that a pt experienced an inappropriate defibrillation event. Supraventricular tachycardia at 159 bpm contributed to the false detection. A review of the downloaded data confirms that the response buttons were pressed intermittently during the entire event. The pt was in the hosp ICU following the event and will continue wearing the lifevest.

Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation. The pt was in the hosp ICU following the event and will continue wearing the lifevest. Device evaluation was accomplished through a review of the pt's downloaded data file. Review of the data does not indicate any device malfunction related to the defibrillation event. Monitor (B)(4): 07/2010 - reuse. Electrode belt (B)(4): 06/2014 - initial use. Additional inappropriate defibrillation narrative: inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Pts are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent and inappropriate defibrillation. (B)(4).